Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6)2024, the patient was laying on the bed and the pump alerted for low readings. The patient felt dizzy and really weak. The daughter called emergency medical services (ems) and the ambulance took the patient to the hospital. There were no cgm nor bg values reported. The patient was hospitalized but couldn´t remember the treatment received at the hospital. There was no documentation how long the patient was hospitalized as she couldn´t remember. At the time of the report the patient was still recovering. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.